Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported difficulty was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported during preparation of the 3.5 x 15 nc trek, an attempt was made to load the balloon catheter, outside of the patient, over a balance middle weight (bmw) universal ii guide wire. The guide wire entered the tip of the nc trek, but would not advance far enough to exit the guide wire notch. The device was removed from the guide wire and a new trek nc was loaded and used successfully with same guide wire. Both the guide wire and the balloon were soaked and wiped with saline solution during preparation. There was no issue removing the nc trek from the packaging, and no issue during preparation. There was no patient involvement and no clinically significant delay in the procedure. No additional information has been provided. Return device analysis revealed that the innermember was separated.